Manufacturer narrative:
Device not returned to manufacturer for evaluation as yet. Product lot number information has not been provided.

Event description:
It was reported via the sales rep that during a total knee replacement surgery, the blade mounts broke. The broken pieces did not fall into the surgical site. It was further reported that another blade was readily available to complete the procedure.